Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice for high blood glucose and diabetic ketoacidosis. In late april the customer was hospitalized with a blood glucose in the 500 mg/dl range. She felt too weak to take her own blood glucose, and her mother-in-law had to do it. She attempted to treat via insulin pump bolus. She was also taken to the ER and treated. The second hospitalization event occurred in early june. She began to vomit brown and black substances similar to coffee grounds. She went to the ER and her blood glucose was near 500 mg/dl. The customer was monitored and she treated via insulin pump therapy. The customer's doctor adjusted her settings one month ago and her blood glucose has been dropping to the 30 mg/dl and 40 mg/dl range. She normally treats via cereal or other snack. The lowest blood glucose she experienced was 17 mg/dl. She also mentioned that her act button was not working well. However, the device was not returned or replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switches. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was fully locked. The insulin pump passed the displacement accuracy test.